Event description:
Device 2 of 3, reference MFR. Report: 1627487-2018-02582; reference MFR. Report: 1627487-2018-02584. Follow up information identified the patient¿s lead was frayed and disconnected from the extension. The physician explanted the lead and one extension, and cut the second extension and partially explanted it on (B)(6) 2018. One new lead was implanted and no new extensions were implanted. The physician also relocated the ipg to the left lower back, and the lead was connected directly to the ipg. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3, reference MFR. Report: 1627487-2018-02582. Reference MFR. Report: 1627487-2018-02584. It was reported the patient experienced ineffective stimulation due to a lead migration. Diagnostics revealed impedance issues, and x-rays revealed no lead is connected to the extension. As a result, the patient may be awaiting surgical intervention.